Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced charging issues with their ipg. As a result, the patient underwent surgical intervention to have their ipg replaced with a different model.

Event description:
Follow up revealed that the issue has been resolved.